Manufacturer narrative:
Event conclusion cpi analysis found that the device passed automated electrical measurements and paced and sensed normally during all tests. Microscopic visual inspection of the lead barrel noted some medical adhesive in the inner sleeve, but a gauge pin could by fully inserted into the lead barrel. Threrefore, the exact cause of the lead insertion difficulty could not be confirmed.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was not implanted because the lead could not be inserted into the header.